Event description:
It was reported the pt was unable to increase the amplitude of her system because the amplitude button on the pt programmer was unresponsive. The pt reported she had pain due to inability to feel the stimulation. A replacement programmer was sent to the pt.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.